Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Reportedly, the customer bg meter registered a "high" reading (over 500 mg/dl). The customer changed the supplies and delivered a correction bolus via the insulin pump to address bg levels. Per recommendation from health care provider (hcp), the customer was using manual injections during the day of the call. However, on (B)(6) 2016, the customer reported waking up with a bg level of 395 mg/dl, which decreased to 305 mg/dl during the time of the call. System check with tandem technical support confirmed that the pump was performing as intended. However, the customer reported receiving alerts this week, but was unable to locate them in the history. Review of pump data logbook by tandem technical support showed that insulin delivery was suspended for 1-2 hour increments on (B)(6) 2016 due to low power alerts and alarms. Each time insulin delivery was suspended, the customer resumed insulin delivery 1-2 hours later. The customer acknowledged the information and confirmed having manual injections available as alternate insulin therapy.